Manufacturer narrative:
Following receipt of the additional information, it was clarified that a death did not occur. The death option for this section no longer applies. Section d information references the main component of the system, other applicable components are: product ID (B)(4) lot# va1ggg1 serial# implanted: (B)(6) 2017 explanted: product type lead h6: upon review of the additional information received, it was determined that patient code (B)(4) no longer applies. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep). It was clarified that the patient was not deceased, they instead "gave up treatment in this hospital". No further complications were reported/anticipated.

Manufacturer narrative:
The main component of the system, other applicable components are: product ID: 3389s, lot# va1ggg1, implanted: (B)(6) 2017, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care provider (hcp) via a manufacturer representative (rep) regarding a patient who was implanted with a neurostimulator. It was reported that the day after surgery, the patient suffered a cerebral hemorrhage and treatment was ineffective so the family gave up on the treatment; the patient was deceased. The actions/interventions taken to resolve the event included the patient being in the hospital for "salvage" treatment. It was confirmed that there were no problems with the electrodes or batteries and the device's will be retrieved at a later date.